Manufacturer narrative:
Via abbott link, customer service observed multiple occurrence of error code 0550 cuvette washing not completed errors, none were followed by cleaning cuvettes. The customer was instructed to perform cuvette wash. The issue was resolved when all cuvette segments were cleaned. The service history of the (B)(4) shows no additional discrepant sodium results after all of the cuvette segments were cleaned. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased architect sodium result of 119 mmol/l was generated for a patient sample ID (B)(6) that retested at 136 mmol/l. No adverse impact to patient management was reported.